Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set had a hole in an unpicked location which resulted in a leak. The patient was connected for therapy at the time of this event. This occurred during an unknown process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.